Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board due to wear and tear as the processor board was replaced in september 2012. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the customer complaint. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. The defective processor board (pca) needs to be replaced to remedy the user advisory (ua) 132 error. The autopulse vision software was used to clear the system error on the autopulse platform. After clearing the system error, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message, unrelated to the customer reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.014", out of the specification (0.008" ± 0.001"), which caused the user advisory (ua) 17 error. The brake gap could not be adjusted and continued to open out of specification. A defective drivetrain motor needs to be replaced to remedy the user advisory (ua) 17 error. The platform was further examined and unrelated to the reported complaint, it was noted that the power distribution board (pdb) revision level was below 6 and needs to be updated, attributed to the age of the platform. The autopulse platform was manufactured in january 2009 and is almost 13 years old, well beyond its expected service life of 5 years. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(6). Ccr (B)(4) reported on 09/26/2012, the processor board was replaced to remedy the complaint of the "system error, out of service, revert to manual CPR" error message.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the demonstration, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. To troubleshoot the issue, the user replaced the lifeband and the battery, however, the error message persisted. No patient involvement.